Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), performed quarterly maintenance and replaced parts including the tubing, peristaltic head (rohs). The fsr replacement of the tubing, peristaltic head (rohs) resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the tubing, peristaltic head (rohs) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity c creatinine for one patient. The following results were provided (reference range 0.7-1.3 mg/dl): on (B)(6) 2025, sid (B)(6), initial creatinine result= 0.54 mg/dl; repeat result= 2.46 mg/dl. There was no impact to patient management reported.